Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that he had several sets on which the needle broke inside him. Blood glucose levels at the times of the incidents ranged from 300 to 500 mg/dl. The customer reported that he has not been on the insulin pump for several months now. The insulin pump was not replaced or returned for analysis.